Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge. Unable to perform functional testing due to dead receiver. The receiver case was opened for an internal visual inspection and it passed; it was booted after inspection. A review of the downloaded data log found rtt loss and shut down at high gas gauge capacity. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.